Manufacturer narrative:
During a follow up call on 08/07/2016, it was reported that while the customer was consulting with health care provider, ketone level had decreased. The customer changed the infusion site and within two hours, reported feeling better. In addition, the customer's bg level decreased to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 600's (mg/dl) with ketones. In addition, it was reported that the customer threw up. Reportedly, the customer went swimming and stated that the infusion set tubing and site could have gotten some water in them. In addition, as the customer was at the beach, the insulin could have been exposed to extreme heat or sunlight. The customer delivered a correction bolus to address bg levels. System check was performed with tandem technical support and showed that the pump date and time were incorrect. Tandem technical support was able to assist the customer in adjusting the pump date and time accurately. Recommendation was made to consult with health care provider regarding diabetes management.